Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load multiple cartridges with 300 units of insulin. The customer's blood glucose level was 147 mg/dl. A cartridge was loaded successfully. Insulin delivery was resumed.